Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys troponin t hs assay (tnths) and the elecsys troponin t hs stat assay (tnthsst) on a cobas 8000 e 801 module (e801), a cobas 6000 e 601 module (e601), and a cobas e 411 immunoassay analyzer (e411) used in a reference laboratory. The high results measured on both the customer's e801 and e601 analyzers did not match the patient's condition or results from other medical tests. The erroneous results were reported outside of the laboratory to medical personnel. This medwatch will apply to the tnthsst assay. (B)(4). The patient went to the hospital for chest pain and a first sample collected from the patient was tested with the tnths assay on the e801 analyzer, resulting as 52.9 pg/ml. The sample was also tested with the tnthsst assay on the e601 analyzer, resulting as 27.53 pg/ml. The sample was sent to a reference laboratory and tested with an unknown troponin t assay on the e411 analyzer, resulting as 36 pg/ml. This sample was tested for troponin I on an abbott analyzer and resulted with an undetectable result. A second sample collected from the patient was tested twice with the tnthsst assay on the e601 analyzer on (B)(6) 2018, resulting as 41.31 pg/ml and 32.64 pg/ml. This sample was treated in a heterophile blocking tube from scantibodies and repeated with tnthsst on the e601 analyzer, resulting as 32.97 pg/ml. The patient was not treated. No adverse events were alleged to have occurred with the patient. The serial numbers of the e801, e601, and e411 analyzers were asked for, but not provided.

Manufacturer narrative:
The following statements were previously repoorted: a sample from the patient was provided for investigation. Results generated during the investigation were comparable to those obtained by the customer. In relation to this statement, three samples were provided for investigation instead of one.

Manufacturer narrative:
Na.

Manufacturer narrative:
A sample from the patient was provided for investigation. Results generated during the investigation were comparable to those obtained by the customer.

Manufacturer narrative:
Investigations of the provided samples determined that they contain an interferent to a component of the assay. This limitation is covered in product labeling.

Manufacturer narrative:
The patient had chest pain while resting and occasionally when running. The patient had an ECG test performed in the emergency room an clinic. Both were normal. In (B)(6) 2017, the patient had a stress test and this was normal. Echocardiograms performed on the patient in (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018 all were normal. The patient had cardiac resonance performed in (B)(6) 2017 and this was normal.